Event description:
It was reported three of the healthcare provider¿s patients had a catheter disconnected from the pump sometime around (B)(6) 2014. It was unknown what drugs the pumps were being used to deliver. Further information was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).